Event description:
The initial reporter was the managing doctor.

Event description:
Information was received from a health care professional via a manufacturing representative regarding a patient who was receiving fe ntanyl (concentration 1000 mcg/ml, dose 324.8 mcg/day), clonidine (concentration 166 mcg/ml, dose 53.92 mcg/day) and bupivacaine (concentration 5 mg/ml, dose 1.6241 mg/day) via an implantable pump for non-malignant pain. The alarm due to low reservoir occurred on (B)(6) 2016 and empty reservoir alarm occurred on (B)(6) 2016 at 20:52. The patient missed a refill couple of weeks ago. When the pump was interrogated it showed 40.8mls dispensed since the last update and the low reservoir alarm volume was programmed to 4cc per caller. The patient's follow-up doctor was informed that the patient was transported from a nursing home to a hospital and then transferred to another hospital on the day prior to this report date. The hospital had no one who could refill the pump. It was unknown as to whether the patient had any symptoms. Additional information received from the manufacturing representative indicated that the reason for patient hospitalization was unknown, patient was going to be released from the hospital on (B)(6) 2016 and was to be refilled in the managing doctor's office additional information from the health care professional indicated that the reason for patient hospitalization was unknown. It was also unknown as to whether the patient experienced symptoms related to the empty reservoir

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.